Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details of additional neopuff resuscitators (B)(4).

Event description:
A distributor in south africa reported that the peak inspiratory pressure (pip) knob of a rd900aeu neopuff infant resuscitator does not move smoothly and is difficult to adjust. It was further reported that other 50 neopuffs were affected. There was no reported patient involvement.